Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the replenishments did not drop, causing patient orders to cross while batch refills remained pending. A technical support specialist (tss) investigated batch order issue and found it stuck in the interface. Tss restarted just in time (jit) service and retriggered the drop and truncated and shrank the tracing database and batch orders crossed over successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server batch refill did not crossing over. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server batch refill did not crossing over. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.